Event description:
It was reported that the discriminator in the implantable cardioverter defibrillator (ICD) failed to withhold therapy and the patient received inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010. A 4195, implantable pacing lead, (B)(6) 2010. (B)(4).